Event description:
It was reported that the right ventricular (rv) lead was explanted due high pacing thresholds. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The allegation of high threshold was confirmed based on the observation of significant calcium deposits (calcification) on both proximal and distal shock coils. Moreover, the deposits of calcium on cardiac lead electrodes have shown to increase lead impedance.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead returned in two segments. Testing was completed to assess lead electrical performance which showed the conductors were intact. Visual inspection revealed significant calcium deposits (calcification) on both proximal and distal shock coils. Deposits of calcium on cardiac lead electrodes have been shown to increase lead impedance. The analysis revealed that the allegation against the lead was confirmed.

Event description:
It was reported that the right ventricular (rv) lead was explanted due high pacing thresholds. A new lead was implanted. No additional adverse patient effects were reported.